Event description:
Reporter indicated that a deceased vns patient had lack of efficacy. The patient's death in 2007 was a suicide per the family and was not related to the vns per the reporter. It is not known if the patient was buried with the vns. Review of the programming history revealed the vns settings were not titrated above 0.5ma/20hz/250pulsewidth/30 seconds on/120 minutes off as at about 5 months prior to the death. These settings are extremely low and were likely not therapeutic.